Event description:
It was reported that the fractured right ventricular (rv) lead was oversensing noise which triggered a lead integrity alert (lia). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead was returned and analyzed. There no anomalies found. It was noted that the superior vena cava (svc) coil exposed coil was kinked, buckled, pulled, stretched and overstressed. The right ventricular (rv) lead exposed coil was kinked, buckled, pulled, stretched, and overstressed. There was blood (not obstructed) on the distal conductor, defibrillation coil. The inner and outer lead insulation was cut. The insulation overlay tubing was melted and had cosmetic environmental stress cracking. The outer insulation had a white substance and cosmetic depression. There was observation of blood ingression on the overlay tubing. It was visually noted that there was apparent explant damage.